Event description:
Customer states: after 15 mins use on a pt at hospital, a nurse confirmed the diameter of 15 mm connector was too wide to be connected firmly. Customer reported that decannulation and recannulation of a replacement tube was required. Customer reported no pt harm and confirmed pretesting of the tube was performed.

Manufacturer narrative:
Covidien cts reference# (B)(6). No sample is expected to be returned for eval. W/o the actual complaint sample being returned for analysis, we are unable to determine the cause for this specific event however, investigation efforts for related issues have been investigated under a corrective and preventative action. Additionally, mfg controls are in placed to reduce the potential for defect occurrence during the mfg process. Info has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if add'l action is required.